Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation:analysis of the returned device identified: white calcification outer device, brown particles inner device and opening curved on posterior. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and creases flat. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "right side rupture." In addition, removal of device as it was textured. Device has been explanted.

Event description:
Healthcare professional reported "right side rupture." In addition, removal of device as it was textured. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.